Event description:
The recipient reportedly experienced sound quality issues. Device testing revealed results within normal limits. The recipient's device was explanted. The recipient was reimplanted with another advanced bionics cochlear device.

Manufacturer narrative:
Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Manufacturer narrative:
Advanced bionics considers the investigation into this reportable event as closed. The explanted device is presumed lost and will not return for analysis. A review of the device history record was performed and rework was noted on the electrode. This is not believed to be related to the complaint reason. This is the final report. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.